Event description:
It was reported that the patient presented to the emergency room due to the device alerting. A remote transmission noted that a lead integrity alert (lia) triggered due to oversensing and high impedance on the right ventricular (rv) lead. However, it was found that the noise was due to the device rv set screw. The patient was admitted and the next day the set screw was reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m55 implantable tachy lead (B)(6) 2013; 4296-88 implantable pacing lead (B)(6) 2013; 5076-45 implantable pacing lead (B)(6) 2013. (B)(4).